Manufacturer narrative:
Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The femoral component and its packaging were returned and from the returned packaging evaluation it was determined that inner cavity is cracked and outer box exhibiting minor damage. DHR was reviewed and no discrepancies relevant to the reported event were found. The cracked cavities damage can be caused due to the outside forces during transit or the forces due to the implant. As the products were in transit for approximately for 2 or 3 years and the outer carton showing minor damage, it was considered that the cracked blisters may be caused during distribution/transit due to movement of the implant during transit. So the root cause for the reported issue is attributed to be product damaged in shipping/transit. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported that the inner sterile packaging was damaged. The surgeon was required to recut the femoral to fit a smaller size implant.

Manufacturer narrative:
(B)(4). Concomitant medical products: lps flex nexgen femoral component cat#: 00576401751, lot#:63227186, lps flex nexgen femoral component cat#: 00576401751, lot#: 63605125. Foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0001822565 - 2018 - 00532, 3007963827-2018-00016. Product location is unknown.

Event description:
It was reported that the device inner sterile packaging was damaged. A different size implant had to be used to complete the surgery.